Event description:
It was reported that while stimulation was turned on and off the patient had pain at the implantable neurostimulator (ins) since the morning prior to the report. The pain was worse than what the device was implanted for. The patient was waiting to hear back regarding scheduled a reprogramming session. The patient then noted they had an appointment with their manufacturer¿s representative (rep) on (B)(6) 2013 but still had pain. They were still having concerns regarding their device or therapy but were working with their doctor or rep. But no further appointments were scheduled and they had not sought further help. The healthcare provider (hcp) noted that the cause of the event, whether the ins was the issue, whether the lead/extension were the issue, if it was due to programming or the programmer, what signs and symptoms were associated with the event, if hospitalization was required, if any interventions were needed, or what the patient outcome were unknown. In (B)(6) 2015, the patient noted they reported they still had constant pain and soreness near the implant. When he charged the implant for a few seconds it felt o.k. But then it burned all the time. The patient continued to have concerns regarding their device or therapy but was working with their doctor or manufacturer¿s representative (rep). An appointment was scheduled for (B)(6). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient met with their physician and manufacturer's representative (rep) on (B)(6). The patient was still having issues with their device and were considering having it explanted. When they had their device on they would get pain and burning at the implantable neurostimulator (ins) site, which he had been experiencing for the past five to six months. The physician told the patient one option was to change the ins but the rep. Didn't think the device needed to be changed out. They checked the contacts/impedances which were o.k. When they turned the frequency down the pain/burning was not there anymore. The rep. Reset the frequency to 0.65 on both of the patient's programs. Their previous settings were set at 1.10 and 0.95. The patient couldn't feel stimulation with the setting at 0.65. When they tried to increase it they felt the pain and burning again. They were now considered explanting the device but the patient had not decided yet. The rep. Followed-up with the patient on (B)(6) and noted that the patient's battery life was o.k. And the patient had been charging o.k. As well. Per the physician there would be a possible battery replacement or explant if the patient wanted the system to be taken out. No date was given to the patient and the patient wanted to try a lower pulse width and lower voltage for about a week to see how he felt. From the office visit with the patient, he felt no discomfort and even walked around a bit and really liked the new stimulation coverage. The cause of the pain and burning sensation had not been determined. The rep. Did not believe it was a lead issue as the impedance check was o.k. The rep. Was not sure if it was an ins issue as the battery life was o.k. The patient was feeling the same, however, he only felt discomfort in the battery pocket area when the stimulator was on. The patient was going to contact the physician for a follow-up appointment. The rep. Stated that they would make sure a rep. Would be there for the physician plan.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).